Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant a realize band, the device leaked. Another device was used to replace this device. There was reported patient consequence.

Manufacturer narrative:
(B)(4). Tear components were returned as follows: the straight band/balloon with 11 cm of catheter. The injection port. The locking connector. One plastic piece from the buckle tab. One piece of catheter (35.5 cm in length). Upon visual inspection, it was observed that blue color was inside of the balloon and the catheter (probably result of the fluoroscopy), the buckle was returned cut from the reinforcing band. Four (4) fold lines were observed on the balloon at 2.4 cm, 3.8 cm, 5.5 cm and 9 cm from the catheter connection. No tear or scratches were observed on these fold lines. A tear was found at the limit between the adhesive and the balloon near closed end. This tear is 4.5 mm in length. A leak test was performed on the balloon with an unsuccessful; leak was found where tear was observed. A leak test was performed on the injection port with a successful result, no leak was found. A review of the instruction for use was conducted and it was outlined that the use of sharp/grasp instruments may damage the device. It is a potential cause of device failure. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.